Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04330. It was reported that during a procedure on (B)(6) 2023, the patients second lead migrated. Lead was explanted and replaced. Therapy was restored post-op.